Manufacturer narrative:
Exact date not provided, best estimate (B)(6) 2017. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that, last week, a zcb00 23.5 diopter intraocular lens (iol) was inserted and removed because the anterior chamber was filled with vitreous humor. The lens was replaced with a z9002 22.5 diopter and a vitrectomy was performed. No additional information was provided.

Manufacturer narrative:
The intraocular lens (iol) was not returned to the manufacturing site. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. The manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no other complaints have been received for this production order number. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.